Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "foreign matter was found in the tubes."

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "foreign matter was found in the tubes."

Manufacturer narrative:
H6: investigation summary: bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.